Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0168 on (B)(6) 2006 many years later the patient has suffered pain, dyspareunia, bleeding, mesh migration and perforation of the vaginal wall. No further information has been provided.